Event description:
Information received with return of the explanted device notes capture anomalies. An attempt to reposition the lead was unsuccessful due to difficulty in extending and retracting the helix. The patient was pacemaker dependent.